Event description:
Company representative reported patient was having concerns. On follow up call, patient alleges the infusion sets do not stick enough and are faulty. Patient stated he noticed the infusion site was wet and the infusion set cannula had come out of his skin. Infusion set has been discarded. No adverse event reported. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.